Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 500 mg/dl. The customer treated with a shot. The customer stated that the pump alarmed no delivery around midnight. The customer stated that she filled the cannula and tried to bolus and received one unit out before she got the no delivery alarm. The customer was advised to perform a 5.0 unit fixed prime. The customer stated that the insulin exited. The customer was advised to change the entire infusion set.